Event description:
Patient reports having to waste 3 mixes worth of remodulin due to faulty cassettes. Pt would not go intio detail and was upset when asked for more information. No lot numbers provided. No further info, details or dates provided. Did the reported product fault occur while in use with the pt? No; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? No; did we [MFR] replace the cassette? Yes; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.